Event description:
Allegedly revised due pain. A pseudotumor was revealed on MRI; however, metal ions were relatively low.

Manufacturer narrative:
Conclusion: no conclusion can be drawn,

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The dates are estimated based on the information from the reporter. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00288, 00289.